Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set was broken. When the minicap was removed from the female connector, liquid came out. The light blue part separated from the white part. The event occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however antibiotic prophylaxis was administered. No additional information is available.

Manufacturer narrative:
H10: the actual device was returned for evaluation. A visual inspection using the naked eye observed broken occluder feet of the main body. The occluder feet, contained in the main body and covered by the sleeve, clamp the tubing closed when the twist clamp is locked in a closed position. Broken occluder feet would result in fluid flowing through the set with the twist clamp closed. Therefore, the reported condition was verified. The cause of the condition could not be determined; however, if the set was exposed to chemical agents such as hydrogen peroxide or bleach, as listed on the product packaging, this could damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.